Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose reached 400 mg/dl. The customer declined to troubleshoot for their high blood glucose. It was found the customer was a brittle diabetic and would deliver less insulin than recommended to avoid low blood glucose. The customer stated they will be meeting with a physician to adjust their settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.